Event description:
During the 4th day of treatment on the 3100a, the 3100a stopped oscillating with alarms activated. The pt was bagged for 3 hours until treatment on another 3100a was commenced. The pt died 3 days later of unrelated causes.